Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer was treated with a manual injection and an insulin pump. The customer experienced vomiting, nausea, and feeling sick. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event and the pump was used within 48 hours of the reported event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.